Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2022, at exactly 4:27 pm, it was reported that the cgm reading was 291 mg/dl and after that, there was a sensor error for almost an hour. The cgm readings came back and was at 200 mg/dl but the child noticed something wrong with the patient since she was feeling clammy, unaware of the surrounding, and could barely speak. The child took a bg reading which was 33 mg/dl and treated the patient with baqsimi spray (glucagon) and called emergency medical services (ems). When the ems arrived, they took a bg reading which was 45 mg/dl and there was no cgm reading reported. The child treated the patient with ensure mac protein ready to drink 1 bottle and 1 cookie. Then they took another bg reading which was 70 mg/dl. The ems stayed at their house for roughly 15 to 20 minutes, the patient was stable and felt normal. When the ems left, the cgm reading was 100 mg/dl and the bg reading was 127 mg/dl. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. At exactly 4:27 pm, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the e zone of the parkes error grid when the patient started showing symptoms. When ems came after the patient was treated with baqsimi spray, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. After the patient was treated again, another bg was taken and there was not a complete set of reported glucose values available to search within the parkes error grid calculator. When the patient started to become stable and normalize and ems left, the reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6: health effect clinical code - chills.